Manufacturer narrative:
Correction: per further review, the instrument software projection is an optional feature to allow the user to add a projection to the instrument to a defined distance. This issue does not affect tracking or verifying the actual instrument and is easily resolved prior to use or in real time through troubleshooting. The initial MDR was submitted in error, and the reported event should not have been considered a reportable malfunction.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A medtronic representative reported that the issue is a known anomaly of the application software and the site was advised on practices to allow functionality of the navigation system.

Event description:
A manufacturer representative reported that, while utilizing electromagnetic navigation outside of a procedure, the site was unable to add a stylet in the application software and would not display a projection. It was reported that adding the instrument to the procedure would then display two instruments and functionality was restored. If the procedure was exited, the reported issue would occurred. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Patient code updated.